Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 31-oct-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The report will also include a correction to the primary UDI number. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 90 cm cerebase straight distal access (da) guide sheath was received contained in the decontamination pouch. Visual inspection was performed. The hub was observed to be cracked. A manufacturing investigation was requested. - fourier transform infrared spectroscopy (ftir): overall, infrared spectroscopy revealed that hub is made with polycarbonate- base material. Comparison test with control hub revealed that both components shared the same chemical composition, no relevant differences were observed between hub components in ftir terms. The root cause for the fracture condition cannot be ascertained by ftir terms. -manufacturing investigation: the catheter associated with the complaint was reviewed by the product engineering team (pet) and the product analysis laboratory (pal). The inspection confirmed that the luer hub was cracked near the thread proximal area. The potential causes of failure are improper drying of the material or the use of incorrect material. However, during the confirmation of manufacturing controls, it was verified that the correct material and drying time were properly documented on the device history record (DHR). Therefore, no additional actions are required in the manufacturing process. The residual risk for this failure mode is classified as bar (low). Following the manufacturing investigation and review of the relevant dhrs, it was confirmed that all manufacturing controls related to hub visual inspection were carried out. According to the risk assessment, the hub failure mode is effectively mitigated under the normal manufacturing process. The j&j medtech process includes mitigations for the identified failure mode, and no gaps in the manufacturing process were found. Risk documentation was reviewed to determine if there is a potential cause related to hub manipulation during the surgical procedure. According to the risk documentation hub damage is a potential failure that can occur during device handling when attaching the catheter to the rhv. This damage may lead to a surgical delay. - conclusion: the investigation confirmed that all process steps, material handling, machine setup, and inspection activities were carried out in accordance with approved procedures. Additionally, personnel involved with the affected lot were properly trained and certified. No deficiencies or deviations in the manufacturing process were identified. Based on the evidence gathered, it is concluded that the reported issue is not related to manufacturing. A review of manufacturing documentation associated with this lot (31276188) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Corrected section: d.4: primary UDI number. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that prior to the start of a stroke treatment procedure, the tech removed the 90 cm cerebase straight distal access (da) guide sheath (gs9090sd / 31276188) from the packaging to prep. Upon attempting to attach a syringe to the hub of the cerebase catheter to flush it, the tech noted that the hub was broken. There was no patient involvement; issue occurred pre-op. On 09-oct-2024, additional information was received. Per the information, the reported issue that the hub was broken is that it appears a piece of the hub is missing. There was nothing unusual noted about on the device packaging; the device packaging is available to be returned. Via a call with the territory manager to get clarification on the response that ¿appears a piece of the hub is missing¿ the following was provided: ¿before the patient was in the room, the tech was prepping the cerebase and noted that the luer hub looked worn at the part where the syringe is supposed to be connected to the hub.¿ two photos were sent via email. Via second phone call on the photos received: the photos are showing opposite sides of the same hub. She said, the photo on the left shows a sharp v shape piece and the one on the right is directly opposite on the other side ¿ shows a rounder shaped piece. The product analysis team will review the two photos.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The two photos were reviewed by the product analysis team. The review is documented bellow. [Photo review]: the two photos showed the luer hub from two different view depicting a missing piece as if the hub was cracked; however, no other damage was observed. A review of manufacturing documentation associated with this lot (31276188) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. The reported issue was confirmed based on the damage observed in the two photos. However, it should be noted that the device was part of a trunk stock, and the handling and storage of the device remains unknown. This investigation was performed based only on the photos provided, if the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.